Manufacturer narrative:
Summarized patient outcomes/complications of masters series heart coated aortic valved graft were reported in a research article in a subject population with multiple co-morbidities including bicuspid aortic valve, aortic stenosis/regurgitation, coronary artery disease, hypertension, diabetes mellitus, cerebrovascular disease, chronic obstructive pulmonary disease, peripheral arterial disease, and chronic kidney disease. Some of the complications reported were operative variables, reoperation for bleeding, transfusion requirements, extubation time, length of intensive care unit (ICU), hospital stay, device stenosis, central regurgitation and postoperative complications which included atrial fibrillation, stroke, acute renal failure, wound infection and patient death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: comparison of different surgical approaches for ascending aortic surgery with or without aortic valve involvement: right anterior minithoracotomy vs conventional median sternotomy.

Event description:
The article, "comparison of different surgical approaches for ascending aortic surgery with or without aortic valve involvement: right anterior minithoracotomy vs conventional median sternotomy", was reviewed. The article presented a retrospective, single center study to present initial clinical experience and show the feasibility and safety of the right anterior mini-thoracotomy (rat) approach for ascending aorta surgery with or without aortic valve involvement. Devices included in the study were st. Jude medical conduit valve and (vascutek terumo biovalsalva conduit. The article concluded that rat is a novel and promising approach for ascending aortic surgery with or without aortic valve involvement. This study confirms that this approach is feasible and safe. [The primary author was mustafa serkan durdu, department of cardiovascular surgery, memorial ankara hospital, ankara, turkey. The corresponding author was fatih gumus, department of cardiovascular surgery, memorial ankara hospital, ankara, turkey, with corresponding email: fgumus1@gmail.com]. The time frame of the study was from september 2018 to march 2024. A total of 112 patients were included in the study, of which it was not confirmed how many receive an abbott device. It was noted that patients undergoing the bentall procedure, 59.4% received an abbott device. The average age was 67.63 years and the majority gender was male. Comorbidities included bicuspid aortic valve, aortic stenosis/regurgitation, coronary artery disease, hypertension, diabetes mellitus, cerebrovascular disease, chronic obstructive pulmonary disease, peripheral arterial disease, and chronic kidney disease.